Event description:
The customer reported that the system shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply and the right monitor. The system was tested and found to be working as intended and put back in service.